Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 400 mg/dl am fasting. The customer¿s expected am fasting blood glucose test result range is 112-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated she went that day to a regular checkup and stated that the doctor advised her blood glucose was fine. The customer no longer had the vial of test strips she was using when the result of 400 mg/dl had been obtained and was unable to provide lot information. Customer did state the vial had been stored correctly in the dining room and had been opened less than 4 months ago. The customer had another vial of test strips used to perform a blood test during the call: lot number zb5319s, manufacturer's expiration date of 01/31/2025 produced test result of 153 mg/dl using true metrix air meter. The meter memory was not reviewed for previous test result history.